Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the flanks, upper abdomen and lower abdomen, and may have developed paradoxical hyperplasia and pain.

Manufacturer narrative:
Previous medwatch incorrectly reported e2330 pain. This event code may be disregarded as it is minor in severity and not reportable.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen on (B)(6) 2020 using cooladvantage system applicators, who may have developed paradoxical hyperplasia (ph) after treatment in the "mid-section of abdomen".